Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition and the sensor board was replaced to address the issue. The device was returned to the customer unrepaired as per customer request. No components were replaced.